Event description:
It was reported that the healthcare provider was having difficulty accessing the center port of the pump during a refill. Due to the difficulty, the hcp was planning on performing the refill and pump reservoir access under fluoroscopy on (B)(6) 2012. The medication in the pump was baclofen. Patient and/or event outcome were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).